Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device exhibited inappropriate auto mode switch episodes due to far r-wave oversensing in clinic. Programming changes were made. The patient will continue to be monitored.